Event description:
It was reported by the patient that their device, right ventricular (rv) lead and atrial lead were removed due to an infection at the device site. The patient also noted that the area had looked bruised since implant and the physician removed the system after bleeding from the site occurred. The patient was treated with antibiotics and the system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead (B)(6) 2011. (B)(4).